Event description:
The customer reported being treated by the paramedics due to a low blood glucose reading of 5 mg/dl. Prior to the event, the customer had increased her basal rate delivery settings. The customer stated that she has lowered her basal rate settings since the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.